Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on 2015-10-07 that they had trouble charging the implantable neurostimulator (ins) battery. It was noted that the recharger plugged into the wall for two days and has charged the ins overnight the past two nights. The patient had full coupling during the call. The patient planned to charge while they were awake and call back if the issue continued. No patient symptoms were reported, and the related medical history was complex regional pain syndrome type 1. The patient provided additional information on 2015-10-23 that stated the recharging was completed with a little difficulty. It was noted to have take a week of downtime to get a full charge. The event will be updated if additional information is received. Additional information was received in a patient letter from 2015-10-23 that the patient was able to complete the charge with a half of a week of downtime. The patient stated that they might need a replacement soon. Additional information was received on 2016-11-15 stating that the patient had issues with past charging system. They had to do a new battery because it was 8-9 years ago and was being lazy charging up. The patient stated that there were no issues with the system. The patient wanted to donate the old case, charger, and programmer. It was reported that it slowly got worse. The patient would charge for 2 days, try to charge, and could wear the belt for 2 days trying to fill up. These issues started in 2015/2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.